Event description:
Boston scientific received information via patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range (oor) shocking lead impedance (sli). Additional information obtained from the field representative that the cause of high sli was not determined as there was no cause or source for this event as it was normal behavior for a single coil leads to have higher impedance. The patient will be monitored appropriately. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.